Manufacturer narrative:
Correction to e1 - phone number : (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected n the cheek area, bilateral ( 0.4 ml on the left, 0.5 ml on the right) with [unspecified] juvéderm® ultra. A week later, patient "has developed a cystic swelling on the left side after their son hit them in the cheek." Patient was treated with hylase once a week for the next seven weeks. Left side swollen again on the same day after washing their face. Additional treatment of hylase performed again once a week for the next five weeks. Patient was feeling depressed, hopeless and isolated during the treatment. Patient was diagnosed with pseudo allergy and started treatment with allergy medication lorano pro1 (prednisolon). Swelling improved but stated palpable leftover hyaluronic acid in both cheeks.

Event description:
Additionally, the patient currently has no symptoms. The multiple dissolution in the face of m1 resulted in tissue degradation on the left side of the face. Under the approximately 8 weeks of cortisone treatment, the recurring inflammations have calmed down.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.